Event description:
The customer obtained 432mg/dl and 191mg/dl within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.